Event description:
Customer reports that a patient presented with pain and a possible recurrent hernia one year following ventral hernia repair with proceed mesh. The patient was returned to surgery where the surgeon observed a fistula and reports "two layers of mesh separated". The mesh was also reported as "bunched up and contracted on itself".

Manufacturer narrative:
H-6 conclusion: no conclusion cab be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.